Event description:
It was reported that the left monitor had no images on it. This issue will cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and the image intensifier were replaced during the service call. The system was tested and found to be working as intended and put back into service.